Event description:
The advocate stated her son received a blood glucose reading of 26mg/dl on the contour next link, re-tested on a different meter and the reading was 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided and strips were not expected to be returned. Replacement meter was sent to the customer.